Event description:
Same as (B)(4) randomly stopping, during procedures. It has been reported to philips that there was a loss of movement of the c arc and table. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had loss of c-arc and table movement. Upon functional testing, fse found that the table height and lateral potentiometer faulty. Fse replaced the height pot. Meter assembly, lateral potentiometers assembly, table's longitudinal pot. Assembly and performed the calibration of the table. After replacement, the system was returned to the use in good working order. These codes were updated based on investigation outcome.